Event description:
Customer states the softclix lancet will not fire, and the needle is sticking out of the cap (lancet will not retract). The customer did not provide the location where the malfunction occurred. The customer did not indicate when the malfunction was noticed. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix lancet lot number win417.

Manufacturer narrative:
The suspect product is the softclix lancet.